Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure. The customer had verified no visible kinks in the catheter and position of tip with a chest x-ray. The inner lumen was transduced and connected to the console. However, the pressure was very dampened and attempting to aspirate and flush in standby resulted in no blood return. The fellow doctor will drop a radial line for monitoring the blood pressure. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure. The customer had verified no visible kinks in the catheter and position of tip with a chest x-ray. The inner lumen was transduced and connected to the console. However, the pressure was very dampened and attempting to aspirate and flush in standby resulted in no blood return. The fellow doctor will drop a radial line for monitoring the blood pressure. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extracorporeal tubing was returned attached. A visual inspection was performed, two kinks were located along the catheter tubing at approximately 68.6 cm and 75.9 cm from the iab tip. Additionally, the optical fiber was found to be broken within the membrane at approximately 23.6 cm from the iab tip. No other defects were observed. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, extracorporeal, and extender tubing was performed. No leaks were found. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen of the returned iab and found the inner lumen was clear. The optical fiber was found to be broken, confirming the reported alarm and difficulty to pressure monitor. We are unable to determine when this may have occurred. We are unable to confirm the difficulty to flush. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event reference complaint #: (B)(4).